Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. Per photo attached to the complaint, confirms the product marking is fading. The photo can not confirm the rust issue. We are unable confirm what the rust issue until the item is returned for evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.case-2020-00028109-1

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that it was noticed by the healthcare facility that there is rust on the equipment and numbers are wearing off. No case or patient was involved. Device was thrown out.